Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect(s), and the relationship to the product, if any, cannot be determined. The reported patient effect of death is listed in the graftmaster rapid exchange (rx) coronary stent graft system, domestic instructions for use, as a known patient effect of coronary stenting procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a perforation in the right coronary artery. A 4x16mm graftmaster stent system was advanced toward the perforation, the system was inflated and the stent was implanted. The perforation was reportedly sealed; however, the patient went into cardiac arrest and could not be resuscitated and the patient expired. Per the physician, the patient death was due to the perforation; however, the patient did not get better after implantation of the graftmaster. No additional information was provided.